Manufacturer narrative:
Testing was performed on each of the tee transducers identified by the customer as potentially having been involved in this event. The investigation concluded the transducers were functioning as designed with no fault detected. Both system and transducers were thoroughly evaluated and determined to be functioning properly; no malfunctions were identified.

Manufacturer narrative:
A follow-up report will be submitted following the investigation completion.

Event description:
A customer reported a patient sustained burn marks following a tee examination. The marks were observed during a follow up examination 7 days after the tee procedure was completed. The devices involved in this case included an ie33 ultrasound system and a transducer model not immediately known by the customer.